Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (50 mg/dl). Customer stated that they are unsure the cause for the low bg. Reportedly, the customer's husband had to help the customer stabilize bg levels due to the customer not feeling well. Customer stated that they required assistance from their husband to bring bg levels back to target range. Customer brought bg levels back to target range with orange juice and sugar cubes.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. Auto off alarm annunciated at 10:20am on (B)(6) 2017. There were two bolus requests recorded on (B)(6) 2017. There were no erratic basal rate adjustments. There were no obvious deliveries or requests made that would cause bg levels to drop. Unable to confirm complaint. There is no indication that the insulin pump caused or contributed to low bg levels.